Event description:
As a result of the product notification effort under recall z-232-7, st jude medical learned that this person had died. No details regarding cause of death were attainable from the physicians. St jude subsequently requested and received a death certificate. The certificate lists cardiac arrest as the immediate cause of death with atherosclerosis coronary artery disease as a condition leading to the cardiac arrest. This pt died as an outpatient in the ER and there has been no report from the user facility that the device had failed to convert an arrhythmia. Co is, however, reporting the death because co has neither the device nor any associated data or electrograms which would enable co to conclude that the device did not contribute to the death.